Event description:
Caller reported encountering an alarm 2 followed by alarm 26, indicating an occlusion issue which did not adversely impact the customer's blood glucose level. Technical support advised the caller to disconnect and adjust the tubing, as well as deliver a bolus. Although these steps did not prevent the occlusion alarm from recurring, it was determined that the blockage was in the cartridge. Customer did not transfer insulin from the old cartridge to the current one, and after changing the necessary supplies, they resumed insulin therapy.